Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. See manufacturer narrative.

Event description:
It was reported that the device had broken/damaged. There was a rattling noise inside when pump was shaken. While opening the back housing, a small board fell out. The board part was attached inside with the etco2 pump. There was no patient involvement.

Manufacturer narrative:
Omit : g07001 - part/component/sub-assembly term not applicable, b21 - type of investigation not yet determined, c21 - results pending completion of investigation and d16 - conclusion not yet available.

Event description:
It was reported that the device had broken/damaged. There was a rattling noise inside when pump was shaken. While opening the back housing, a small board fell out. The board part was attached inside with the etco2 pump. There was no patient involvement.